Manufacturer narrative:
D4: catalog #: mwce-18s-2/4-tornado-lef-081800. G4: PMA/510(k): preamendment. H3: device evaluated by mfg?: the device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization microcoil was difficult to advance through a competitor catheter during an unknown procedure for an unknown patient. The 4fr catheter was flushed, and during attempted delivery of the coil, resistance was encountered. A portion of the coil exited the distal tip of the catheter but was unable to be fully deployed. A new competitor catheter and coil were used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.